Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula issue of with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of site was the upper buttocks. Patient also experienced high blood glucose level. Blood glucose level was 530 mg/dl at the time of the event. Patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.